Event description:
It was reported that during service and repair pre-testing, it was discovered that the small battery drive device had loud grinding noises and the electric control unit (ecu) got hot. The event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative:this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device made loud grinding noises, the coupling head was worn out, the electronic control unit got hot, the device failed the torque test, and the rotations per minute were too high. Therefore, the reported conditions were confirmed. It was determined that the grinding noise was due to a gear failure and worn bearings. It was determined that the device failed torque test due to a worn motor and failed bearings. It was determined that the electronic control unit (ecu) got hot due to worn motor. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.